Manufacturer narrative:
Date of event: (B)(6) 2021 date of report: 12feb2021 .

Event description:
The customer reported that the unit alarmed with blower temperature high error. The customer contacted product support and stated that the unit had completely occluded filters and wanted to know if this may have caused the code. Product support advised the customer that the occluded filters may have caused the code. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped out. The biomedical engineer replaced the infilter and ran the unit to make sure code didn¿t come back up. The unit passed all tests.